Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they changed the insulin pump¿s batteries several times but it kept alarming a battery failed. The customer¿s blood glucose during the incident was 15 mmol/l. Troubleshooting was performed. They were advised to select ok to clear the alarm. They inserted a new battery. The device alarmed battery failed. They removed the battery and cleaned the battery cap. The battery cap¿s contacts were missing. The battery cap will be replaced. The insulin pump will not be returned for analysis.